Event description:
A us dist contacted zoll to report a med professional alleged that a pt experienced a defibrillation event. The pt was reportedly treated by the device, however a review of the downloaded flag files show that an arrhythmia was declared and gel was released but an abnormal shutdown occurred after the gel release. The continuous ECG recording device shows no shock and sinus rhythm at 80 bpm at the time of the event. There is no record of the pt pressing the response buttons during the entire event. The pt was in the hosp following the event and continued using the lifevest until ending use on (B)(6) 2015 to receive an ICD.

Manufacturer narrative:
The monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia. The monitor reset at approximately 07:13:38. Zoll is unable to confirm that the device delivered a treatment. The cause for the monitor reset has been unable to be identified. The patient was implanted with an ICD. There was no death associated with the defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient continued use of the lifevest until ending use on (B)(6) 2015 to receive an ICD. Device evaluation of electrode belt was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any belt malfunction related to the defibrillation event. Device evaluation of monitor sn (B)(4) is underway. The reported problem (abnormal shutdown) is being investigated. A supplemental report will be sent upon completion of investigation. Monitor 07098182 - 11/2014 (initial use). Electrode belt 59099397 - 10/2014 (initial use).

Event description:
A us distributor contacted zoll to report a medical professional alleged that a patient experienced a defibrillation event. The patient was reportedly treated by the device, however a review of the downloaded flag files show that an arrhythmia was declared and gel was released but an abnormal shutdown occurred after the gel release. The continuous ECG recording device shows no shock and sinus rhythm at 80 bpm at the time of the event. There is no record of the patient pressing the response buttons during the entire event. The patient was in the hospital following the event and continued using the lifevest until ending use on (B)(6) 2015 to receive an ICD.

Manufacturer narrative:
There was no death associated with the defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt continued use of the lifevest until ending use on (B)(6) 2015 to receive an ICD. Device eval of electrode belt was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any belt malfunction related to the defibrillation event. Device eval of monitor sn (B)(6) is underway. The reported problem (abnormal shutdown) is being investigated. A supplemental report will be sent upon completion of investigation. Device manufacture date & usage of device: monitor (B)(4) - 11/2014 (initial use). Electrode belt (B)(4) - 10/2014 (initial use).